Event description:
It was reported that a patient presented in-clinic. Upon performing x-ray imaging on (B)(6) 2021, the patient's right ventricular (rv) lead was found to have a lack of lead slack. Interrogation of the rv lead revealed diminished sensing threshold and low pacing impedance. No additional lead abnormalities were noted. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.